Event description:
Rptr wanted to share some info they rec'd by way of a surgeon calling from the UK. He was given an "award," which is like a grant here, to improve the luer lock mechanism on central venous catheter administration sets. According to dr the lock at the hub of the cannula, comes apart very easily when attached to a pt for any length of time. The movement and "vibration" of the pt's body easily dislodges the mechanism because, according to dr there are not enough screw threads to maintain the lock. When this occurs, death can occur. Although he reported the disconnections are frequent, actual deaths are not. He said that there is a need for standards for these components and, as designed, are flawed and dangerous. He wanted FDA to be aware of the situation and will probably follow-up with a letter.